Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 471 mg/dl, 180 mg/dl, and 179 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported the system was not tracking with the debrider attachment. No report of patient injury.